Event description:
It was reported that during a percutaneous coronary intervention (pci) and rotational atherectomy procedure, a guide wire detachment occurred. The 70% stenosed lesion was located at the ostium of a severely calcified and non-tortuous right coronary artery. The lesion was 16 mm in length and the vessel diameter was 3.5 mm. Access was obtained via the right femoral artery. Upon advancing the 325 cm floppy rtw guide wire to the lesion, resistance was encountered. While manipulating the guide wire, the distal portion of the guide wire detached and remained inside the rca. The physician advanced another manufacturer's 3.5 x 20 mm stent delivery system (sds) and deployed the stent to successfully secure the detached portion of the guide wire between the stent and vessel wall to complete the procedure. The pt status post-procedure was reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.